Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 650 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin and was released the following day with no permanent damage. Reportedly, an unspecified malfunction alarm occurred and customer was unable to successfully charge the pump. Reportedly, customer reverted to manual injections for insulin therapy.